Manufacturer narrative:
Product complaint (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Based on the visual analysis of the provided photographic evidence for, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d4, d6 corrected: d2b, g4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the surgical intervention which was the code used for aspiration. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On(B)(6) 2013, the patient received a left total hip arthroplasty to address a displaced left femoral neck fracture. There were no complication noted in the surgical notes. Medical records from (B)(6) 2020 note that the patient has been having increasing pain. The patient had a CT scan as well as an aspiration. Radiographs are reported to show a loose acetabular component with proximal migration. Patient is going to schedule a revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: h6 patient code: no code available (3191) used to capture the insufficient information.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for abnormal x-rays, acetabular lucencies, migration (superior). Event is not serious and is considered moderate. Event is definitely related to both device and procedure. Date of implant: (B)(6) 2013 date of event: (B)(6) 2020 (left hip). Treatment: serial x-rays to follow.